Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel leading to pacing inhibition for this pacemaker dependent patient. During the in office interrogation the noise was able to be reproduced with left arm movements. The sensitivity on the other manufacturer's rv lead was reprogrammed to 2.5 millivolts, however noise was still present, just not sensed. A revision procedure was performed where the rv lead was surgically abandoned. The pacemaker remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was explanted a year later for an issue noted in report 2124215-2016-20456.